Event description:
Internal reference: sap# (B)(4). Customer reference: one support# (B)(4).

Manufacturer narrative:
The rotaflow console was investigated with the maquet - service order number (B)(4) and the RMA# (B)(4) by a getinge service technician on the 2019-06-13: problem description: error head work performed: control board replaced. Battery replaced. Lemo rfd master connector replaced. System test performed according to service protocol. The rotaflow console was investigated with the maquet-service order number (B)(4) and the RMA# 37776 by a getinge service technician on the 2019-06-13:problem error head diagnosis: head > 1000rpm ild defective. Therefore the ild(optocubler)was replaced. Rotaflow has passed all tests. Most probable root cause: hot-plug. In the course of the investigation of (B)(4) all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system see rotaflow system user manual, (B)(4), contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final rootcause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug"already has been implemented in the past.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). It was reported that immediately after the transfer of the ECMO patient from the stretcher to his bed, the alarm error head appeared immediately after this patient had gone from bed to bed. No injury to the patient was reported.